Manufacturer narrative:
Evaluation in progress, but not yet concluded.

Event description:
The user reported that the cord was frayed, insulation was missing and wires were exposed. No other details regarding the nature of the event were provided. There were no reported adverse consequences to a patient as a result of this event.